Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy due to post-sensed t-wave oversensing. Poor sensing was also noted. Lead was capped and replaced. Patient tolerated the procedure well.